Manufacturer narrative:
This malfunction was also sent to FDA via medwatch report number 0533020000-2021-8005. The malfunctioning device will be returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR.

Event description:
This patient had a 5 fr orogastric (og) tube placed. The syringe pump would not run the feed appropriately, so the nurse removed the og that was in place. Upon removal, the nurse noted a hole in the og tube where it was a not supposed to be.